Event description:
Position head migrated. Operative findings: damage to the acetabular component with loss of positioning peg. This became imbedded in central portion of the acetabulum and the acetabulum had malrotated subsequently to that.